Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
It was reported that difficulty in catheter removal occurred. During the ivus/left heart catheterization. An opticross imaging catheter was selected for use. The ivus catheter got stuck in the guide catheter during advancement which led to difficulty removing the ivus catheter from the guide. The procedure was completed with another with same device. No patient complications were reported.